Manufacturer narrative:
Customer reported that multiple breast cancer patients were treated with truebeam gating marker block and had unexpected skin reactions. Varian reviewed the images and the treatment plan data provided by the customer for 3 patients. In all 3 cases, the skin reactions do not appear life threatening and are within the spectrum of the type of skin reactions seen in radiation treatments for the breast without any bolus. Radiation dermatitis is a common side effect of radiotherapy. Whenever something is placed on the skin and is in the treatment field, there can be a "bolus" effect increasing skin dose. Typically, it is standard practice that all external devices that are in the treatment beam path should be modeled in the treatment planning system. This can assess the dose the skin is getting so that a clinical decision can be made as to whether the dose is too high to the skin. Reviewing the customer provided treatment plan indicated that the gating marker block was not incorporated into the plan dosimetry. Not including the gating box in the treatment plan dose calculation would constitute user error. Any object placed between the radiation source and the patient could potentially affect the treatment. Users must verify the dose correction factor to include potential bolus effects. The truebeam instructions for use cautions the user to verify dose correction factor including any possible bolus effect when any object is placed between the radiation source and the patient.

Event description:
Customer reported that multiple breast cancer patients were treated with truebeam gating marker block and had unexpected skin reactions. Customer provided images of 3 patients that were thought to have had increased skin reactions versus what is expected.